Event description:
It was reported that during cleaning and sterilization process in central processing, the customer noted broken wires on the prograsp forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the damaged instrument component was a frayed pitch cable at the distal clevis hub. The frayed section was approximately 0.04 in length. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.